Event description:
It was reported the patient's blood glucose level (bg) read "high" (>27.8 mmol/l,>500 mg/dl) while wearing the pod for between 5 and 24 hours on the abdomen. As treatment, a new pod was applied.

Manufacturer narrative:
A leak test was performed and showed a tear in the external portion of the soft cannula resulting in an external leak. It could not be conclusively determined when or how this damage occurred. No timeouts or drive stalls were observed in the download data. Corrosion was noted inside the device on the pcb. No internal leakage source was identified during the leak test. The battery voltage was also measured to be lower than expected. The exact cause of the corrosion could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.